Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (b)(6 8 crts (B)(4): information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. Patient inquired about how long her implant lasts. Patient services reviewed 9 years with proper recharger. Patient stated hers must be getting close to needing replacement because she had to charge it every other day. Caller was redirected to healthcare provider (hcp). Patient services reviewed if the patient felt charging every other day was not normal she should have her hcp check the device. Patient reported this event occurred about 6 months ago. No symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was not determined. Patient needed a doctor in a specific city, that could help patient with it so patient could go at least 3 days. No actions/interventions were taken to resolve the issue and the issue had not been resolved. Patient provided their weight information. No further complication were reported/anticipated.